Manufacturer narrative:
Product event summary : the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted and was not implanted due to a defective electrode resulting in high thresholds and high impedance. A different lead was implanted. No patient complications have been reported as a result of this event.